Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with a 325 cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient noticed the deflation, when she woke up in the morning of (B)(6) 2020. As a result, the patient is scheduled to undergo removal and replacement with an unspecified mentor breast implant on (B)(6) 2020.

Manufacturer narrative:
On 9-oct-2020, the suspected medical device was returned for evaluation. On 14-oct-2020, mentor received additional information regarding the replacement devices. The replacement devices are two 320cc mentor memorygel breast implant prostheses (catalog#: 3507320mc, left serial#: (B)(6), right serial#: (B)(6). On 28-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Leak testing was performed according to the mentor procedure, and it revealed that a tear was observed on the posterior view, measuring 0.4 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).